Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 300 units. However, the customer filled the cartridge with a non tandem supplied syringe. Recommendation was made, by tandem's technical support, for the customer to fill tubing a few times then reload the cartridge. The customer's blood glucose level was "100 ish" mg/dl.